Manufacturer narrative:
Concomitant medical products: model: 693565, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined from the implantable cardioverter defibrillator (ICD) stored episode history that at one time the right atrial (ra) lead had displayed possible cross-chamber oversensing of the t-wave. Additionally, the right ventricular (rv) lead had previously triggered an alert for high threshold. No reprogramming was completed and both leads remains in use. No patient complications have been reported as a result of this event.